Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned. The visual examination of the electrode found the array to be fully retracted. The device returned has residues which is evidence of use/handling. No visible damages were found to cannula or handle. The functional evaluation extended and retracted the tines, without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04240. It was reported that the array did not fully deploy. A radiofrequency ablation procedure was being performed in the patient's kidney. A 4.0/15/15 leveen¿ coaccess¿ was selected and positioned in the patient. However, the tines of the device would not fully deploy. Another of the same device was attempted, but the same issue occurred. Ablation was not performed; the procedure was aborted. There were no patient complications reported and the patient's status is stable.